Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported that on 22apr2024, the percutaneous lead and modular cable connection point were inspected for damage. It was observed with debris on screw threading of the percutaneous lead. The area was cleaned, and the modular cable was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the modular cable connection being unable to be disconnected from the driveline was confirmed by an onsite abbott representative. The abbott representative noted that there was debris observed in the screw threading, however, a specific cause for the difficulty disconnecting the modular cable could not be conclusively determined through this evaluation. The system controller event log file contained events from 01apr2024 through 03apr2024, per the timestamps. The pump appeared to function as intended at the fixed speed. The account communicated that the patient's modular cable could not be removed from the driveline. A visit was scheduled, and the connection was secured with rescue tape. On 22apr2024, the driveline and modular cable connection point were inspected for damage, and debris on the screw threading of the percutaneous cable was observed. The area was cleaned, and the modular cable was replaced. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further issues have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the hm3 patient handbook, rev. D are currently available. The IFU contains instructions for observing damage to the modular cable and replacing the modular cable in the system operations section. The instructions state that the locking nut must be rotated until the clicking stops and the yellow line is hidden. The surgical procedures section provides instructions for connecting the modular cable to the pump cable under ¿preparing, running, and priming the pump.¿ after securing the connection, the yellow line should be fully covered to ensure a secure connection. The daily safety checklist includes line items to ensure that the modular in-line connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the in-line locking nut. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. Section 8 of the IFU, ¿equipment storage and care¿, contains information regarding how to clean and care for the driveline. This section states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook, ¿living with the heartmate 3¿, also contains information regarding how to clean and care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for patient for new area of exposed wire along the driveline. The damage was on the modular cable. Log file review showed no indication that the exposed wire had interfered with the pump function. There were no unusual events recorded in the log file event history. There was difficulty in replacing it, the patient's modular cable could not be removed from the percutaneous lead. The patient was to be admitted briefly to have abbott assist. In the meantime, it was secured with rescue tape. Although the pump was functioning normally, there was a concern due to the amount of damage to their driveline. The patient was scheduled to have the modular cable replaced on monday (B)(6) 2024.